Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse isolated the bay#1 battery failure due to the power slot interface board to be defective. To fix the issue, the fse replaced the power slot interface board and that corrected the failure and addressed the batteries not releasing from bay#1&2. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during an in-service training performed by a getinge sales service representative, the cardiosave intra-aortic balloon pump (iabp) displayed "bay#1 unusable battery". The iabp had a charging issue and the batteries would not come out when released. There was no patient involvement, and there was no adverse event reported.